Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose power connector. The patient denies the controller having ever been dropped, or excessive force being used to connect. They also deny any loss of power as a result of the loose connector. The controller was replaced. There was no injury to the patient.

Manufacturer narrative:
It was reported that the controller had a loose power port connector. The controller ((B)(4)) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported event could not be confirmed. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.